Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 0ml61215-02, 0ml70507-01 and 0ml70515-01. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The july 2007 15-month mid ureteral sling complaint, trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Our dfu (directions for use) indicates that vaginal extrusion and erosion through surrounding tissue is a potential complication of sub-ureteral sling placement.

Event description:
It was reported to boston scientific corp that a transaobturator sling procedure was performed using our obtryx device (actual date is not known). Post procedure during follow up visit (date is not known), the physician discovered a small piece of the mesh extruding into the pt's vagina. The physician trimmed the mesh and applied estrogen cream to the area. The physician stated the pt is doing fine.